Event description:
Patient was revised to address poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update (B)(4) 2013 - medical records were received. Records indicate the patient had disassociated. The cup was added to the product pages. Update (B)(4) 2013 - lot number was updated for acetabular cup. Visual examination of the returned devices finds evidence to indicate disassociation of the liner and cup while implanted. It is suspected that the devices were not fully engaged when first implanted, later leading to the disassociation now reported. There is damage in this case however that makes any conclusive determination as to the liner and cup locking mechanisms having been fully and properly engaged difficult. Requests for additional investigational inputs were made in accordance with (B)(4). A provided revision operative note also confirms disassociation of the liner from the cup but does not offer a root cause. A review of provided patient x-rays also did not identify a root cause. The investigation could not draw any conclusions regarding the reported event. Through product trending, the occurrence rate for this type of failure is known to be very small. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.